Manufacturer narrative:
This report is filed february 10, 2016.

Event description:
Per the clinic, in 2013 (specific date not reported) the patient experienced a performance decrement with the device. On (B)(6) 2015, the patient sustained a head trauma resulting in headaches and discomfort at the implant site. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.